Manufacturer narrative:
The customer discovered there was no short on the ups or power supply and that the issue was from lack of or no power coming from the wall socket. The customer resolved the issue and powered up the instrument without issue. Service was canceled. The cause of the smoke being emitted from the ups was associated with the wall socket. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the external uninterruptible power supply (ups) of an advia centaur instrument. The operator disconnected the instrument from the ups and wall connection. There were no reports of injury to staff, damage to property, or impact to patient samples due to the smoke emitted from the ups.